Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 482 mg/dl at the time of incident. The customer's blood glucose was 482 mg/dl at the time of hospitalization. The customer stated that they were given fluids to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they received no delivery alarm. The customer's blood glucose was 360 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.